Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Device 2 of 3. See MFR report 1627487-2010-01520 and 1627487-2010-01530. The pt received her sc system on (B)(6) 2009. It was reported that the pt chose to have the system removed because she was not satisfied with the results. Reprogramming was attempted several times with no success. The pt's ipg and lead were explanted on (B)(6) 2009 and returned to the MFR for eval. No further info is available.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.